Event description:
A malfunction was reported by the customer, identified by a malfunction 24 code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.